Event description:
The account reported the left side rail will not stay in the latched position. The bed was located in the basement at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the left side rail end tube was broken by a violent pt. The technician replaced the left side rail end tube to resolve the issue. Based on this information, no further action is required. (B)(4).